Manufacturer narrative:
The event is minor in severity and is not reportable to the FDA. Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported that during a implantation surgery ¿ the saline device "was not filling up properly." The event is minor in severity and did not involve the patient and is therefore not reportable to the FDA. Device was not implanted. Surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: device failed to inflate, not filling up properly.

Event description:
Healthcare professional reported, that during an implantation surgery. The saline device "was not filling up properly". Device was not implanted. Surgery was completed using a back-up device.